Event description:
A us distributor contacted zoll to report that a patient's pre-existing condition of thin skin was exacerbated by the lifevest equipment. The patient described the area as the electrodes is taking off their skin. The skin is very thin as patient is on blood thinners which has caused issues. There was no alleged device malfunction contributing to the irritation. The patient¿s pharmacist prescribed nupercainal cream for the skin irritation. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Not applicable.